Event description:
Healthcare professional reported a left side hematoma and "implant [was]deflated and removed, then was put back in and re-inflated," and "a very small hole on the back side of the implant was detected." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified that white particles and a delamination of the valve. A leak test and microscopic analysis was performed which identified a striated opening, a delamination (<75% partial separation) crease fold and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, which determined that no blockage was found. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. A delamination partial of the valve (adhesive failure).

Event description:
Healthcare professional reported a left side hematoma and "implant [was] deflated and removed, then was put back in and re-inflated," and "a very small hole on the back side of the implant was detected." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma, use error, and deflation. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side hematoma and "implant [was]deflated and removed, then was put back in and re-inflated," and "a very small hole on the back side of the implant was detected." Device has been explanted.